Manufacturer narrative:
A specific root cause could not be identified. Based upon the information provided for investigation, the customer stated the free psa result was based on a "defective reagent pack calibration that was performed" prior to the event. The calibration signals were low on the day of the event. The incorrect calibration may have been the cause of the event. Hardware issues were excluded as a cause for this event. A solitary free psa determination is of no diagnostic value and is only one test used in the screening for prostate cancer. No adverse events were reported.

Event description:
The customer received questionable free psa results for thirty-six patients when tested on an analytical e module, serial number (B)(4). The customer provided results for twenty-six patients. The end of day free psa quality control was out of range on (B)(6) 2011, so they repeated the previously run samples on the same analyzer. Free psa results for twenty-two patients were erroneous and had been reported outside the laboratory. Patient 1, the initial result was 3.66 ng/ml and repeat result was 2.29 ng/ml. Patient 2, the initial result was 0.977 ng/ml and repeat result was 0.60 ng/ml. Patient 3, the initial result was 0.621 ng/ml and repeat result was 0.39 ng/ml. Patient 4, the initial result was 0.939 ng/ml and repeat result was 0.57 ng/ml. Patient 5, tested (B)(6) 2011, the initial result was 1.21 ng/ml and repeat result was 0.789 ng/ml. Patient 6, tested (B)(6) 2011, the initial result was 1.60 ng/ml and repeat result was 1.01 ng/ml. Patient 7, tested (B)(6) 2011, the initial result was 1.12 ng/ml and repeat result was 0.743 ng/ml. Patient 8, tested (B)(6) 2011, the initial result was 0.645 ng/ml and repeat result was 0.40 ng/ml. Patient 9, tested (B)(6) 2011, the initial result was 0.507 ng/ml and repeat result was 0.31 ng/ml. Patient 10, tested (B)(6) 2011, the initial result was 0.453 ng/ml and repeat result was 0.27 ng/ml. Patient 11, tested (B)(6) 2011, the initial result was 1.52 ng/ml and repeat result was 0.964 ng/ml. Patient 12, tested (B)(6) 2011, the initial result was 0.635 ng/ml and repeat result was 0.37 ng/ml. Patient 13, tested (B)(6) 2011, the initial result was 0.922 ng/ml and repeat result was 0.55 ng/ml. Patient 14, tested (B)(6) 2011, the initial result was 0.368 ng/ml and repeat result was 0.20 ng/ml. Patient 15, tested (B)(6) 2011, the initial result was 1.57 ng/ml and repeat result was 1.00 ng/ml. Patient 16, tested (B)(6) 2011, the initial result was 1.22 ng/ml and repeat result was 0.785 ng/ml. Patient 17, tested (B)(6) 2011, the initial result was 0.351 ng/ml and repeat result was 0.22 ng/ml. Patient 18, tested (B)(6) 2011, the initial result was 0.400 ng/ml and repeat result was 0.25 ng/ml. Patient 19, tested (B)(6) 2011, the initial result was 0.500 ng/ml and repeat result was 0.30 ng/ml. Patient 20, tested (B)(6) 2011, the initial result was 1.38 ng/ml and repeat result was 0.254 ng/ml. Patient 21, tested (B)(6) 2011, the initial result was 1.76 ng/ml and repeat result was 1.13 ng/ml. Patient 22, tested (B)(6) 2011, the initial result was 2.64 ng/ml and repeat result was 1.69 ng/ml. The customer filed corrected reports for all the free psa results on (B)(6) 2011. The patients were not adversely affected by the event.